Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on that day, the patient experienced hyperglycemia evidenced by blood glucose measuring >400mg/dl but <500mg/dl with nausea and dizziness. The reporter alleged that the pump¿s battery cap was damaged, would not secure properly to the pump, fell off the pump and was lost causing the pump to lose power. Due to the pump being without power, the patient did not receive insulin via the pump and was reported to not have a backup plan for insulin delivery. The reporter stated that the battery cap had never been replaced on the place. Animas customer support advised the that the patient go to the hospital to be seen by a health care provider for treatment since the patient did not have a backup plan for insulin delivery. This complaint is being reported because the patient experienced serious injury due to the pump losing power due to a damaged, lost battery cap and no back up plan for insulin delivery in place.